Event description:
Patient's mom called with patient also on the line reporting that the pump screen is flashing on and off during cartridge loading with no error code or noise. Pump is running, but mom has concern that pump will cease running and not alarm or alert the patient. Mom requests new pump. Malfunctioning pump was never attached to the patient, so there was no lapse in therapy and no adverse effects related to the pump malfunction. Pump is being replaced. Malfunctioning pump is available for return and mom is setting the pump aside. Mom and patient both verbalized not to discard the pump, but to wait for return box and return the pup. Patient and mom did not give consent for manufacturer to call and discuss pump malfunction. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: please explain: na. Is the actual device is available to be returned for investigation: yes. Dose or amount: 0.034ml/hr. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2016 to ongoing.